Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported insulin leaked from the cartridge into the cartridge compartment of the pump. No adverse event reported. Cartridge has been discarded. Requested return of the alleged device and replacement was sent.